Event description:
Per the reporter, the patient was set to receive a 46mm infusion of over 24 hours. The infusion was initiated and checked after 3 hours. At that time, it was noted the 15mm had been infused. The patient reported no ill effects.

Manufacturer narrative:
Customer has not yet received the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.